Manufacturer narrative:
Patient information not provided due to (B)(6) privacy laws. A medtronic representative went to the site to test the equipment. It was reported that they were able to pull out the bulkhead connector inside the side panel of the system and reinstall it on the I/o panel. Re-seating the connector resolved the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the bulk head connector was damaged. When they were connecting the imaging system to the navigation system, the ethernet bulkhead connector pushed into the I/opanel. The site was unable to connect the ethernet cable and the site continued the case using a different navigation system onsite. There was a 5 minute delay to switch systems. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the ethernet panel mount connector was replaced and dicom qr was tested and was able to query and retrieve exams from pacs successfully. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.